Event description:
Rptr complains of chronic "immune", demelinating polyneuropathy, mylar rash, systemic lupus e-like symptoms. Her left implants ruptured, right implant had significant gel bleed. According to dr's report, she has had recent episodes of worsening confusion. She occasionally becomes lost. She is unable to read or remember the material that she reads & has been unable to do so for the past 10-11 yrs. She also developed incontinence for the past 3 yrs. She experienced occasional knee pain, she has a history of a positive antinuclear antibody detected in 7/93. The pt has silicone adjuvant disease with a distinctive combination of autoimmune arthritic & neurotoxic & neuropathic features.